Event description:
A malfunction was reported on the pump, but no notable events preceded the issue. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.